Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Event description: the device was not used in surgery. When the device was opened out of its packaging, no loop cord was located. The doctor deployed the device, yet still could not locate loop cord. In order to complete the case, another cd003 was used. There was no patient injury, and the patient is fine. Additional information obtained via email from account manager on 11dec2024: the materials manager did not specify what type of procedure it was as it was over the weekend. Additional information obtained via phone call from account manager on 12dec2024: the loop cord can be seen prior to deployment on other cd003 models. When the nurse was inspecting the cd003 device prior to surgical use, he noticed the loop cord was missing. Additional information obtained via email from account manager on 12mar2025: there was not a bag as well as cord with this one. Intervention: another cd003 was used. Patient status: before use.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photo of the event unit was provided. As the event unit was not returned and based on the photo provided, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: unknown. Event description: the device was not used in surgery. When the device was opened out of its packaging, no loop cord was located. The doctor deployed the device, yet still could not locate loop cord. In order to complete the case, another cd003 was used. There was no patient injury, and the patient is fine. Additional information obtained via email from account manager on 11dec2024: the materials manager did not specify what type of procedure it was as it was over the weekend. Additional information obtained via phone call from account manager on 12dec2024: the loop cord can be seen prior to deployment on other cd003 models. When the nurse was inspecting the cd003 device prior to surgical use, he noticed the loop cord was missing. Additional information obtained via email from account manager on 12mar2025: there was not a bag as well as cord with this one. Intervention: another cd003 was used. Patient status: before use.